Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump touch screen was delayed in responding to presses. Additionally, an altitude alarm occurred. There was no reported impact to the customer's blood glucose. The customer declined assistance from tandem technical support regarding the issues. No additional patient or event information was available.